Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's skin irritation was located under one of the ECG electrodes. The irritation was reportedly "red and angry" and blistered. The patient's physician recommended that the patient remove the lifevest for a couple of weeks to allow the irritation to heal. The physician also recommended the use of ointment. Follow-up indicated that the irritation was improving.